Manufacturer narrative:
The customer reported complaint of the stuck driveshaft on the autopulse platform (sn (B)(4)) was confirmed during the functional testing. During the investigation, the encoder drive shaft does not rotate smoothly, exhibited binding and resistance, and is likely the root cause for the customer's reported complaint of the stuck drive shaft. This is usually caused by sharp edges from 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, attributed to frequent use of the device. During the visual inspection, unrelated to the reported complaint, noticed a hole on the load plate cover that affects the watertight seal, and the front enclosure was observed cracked. The probable root cause for the observed physical damages was user mishandling, such as a drop. The load plate cover and front enclosure need to be replaced to address the damage. Also, unrelated to the reported complaint, the lifeband clip lock monolithic plunger was worn out and needs to be replaced to address the issue. The autopulse platform failed the initial functional testing as the lifeband belt clip would not hold in the encoder shaft, unrelated to the reported complaint. The belt clip retainer showed signs of wear and tear. The belt clip retainer needs to be replaced to remedy the fault. During further investigation, it was noted that the clutch plate was sticky, thus confirming the reported complaint. The sticky clutch plate should be deburred to address the issue. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The archived data showed no significant discrepancy. Waiting for repair approval. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4).

Event description:
During the shift check, the customer noted a stuck driveshaft on the autopulse platform (sn (B)(4)). In addition, someone from the crew members added an oil around the platform driveshaft trying to resolve the issue. No patient involvement.